Event description:
It was reported that the patient "stated that her stimulator was not working." It was noted that the patient experienced a loss of therapeutic effect. Additional information received reported that the patient still had concerns with her device or therapy but had not sought further help.

Manufacturer narrative:
Product ID: 3889-28, lot# v138335, implanted: (B)(6) 2008, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. (B)(4).